Manufacturer narrative:
Updated fields: b4, d8, d9 (device available for eval), e1(evet site telephone, event site email), g2, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: b1, b6, b7. A getinge field service engineer (fse) inspected and operated the unit at 1:1 frequency for five hours and no alarms were triggered during this time. Since the fse could not detect any faults, the cardiosave was released again. The fse reports that the customer deployed the cardiosave for clinical use without any alarm notifications. No parts were replaced or repaired, as the fault was not reproducible.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit got overheated, 43 degrees celsius, alarmed. The pump was no longer operable and could only be turned off. There was no patient injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1 for initial reporter event site telephone, the full event site telephone is (B)(6).